Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on an edwards technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. In this case, native and leaflet calcification (severe) contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 29 mm sapien 3 valve in the aortic position by transapical approach, the certitude delivery system balloon fully inflated ruptured at the end of valve deployment. There was no extra volume added to the balloon during inflation. Post dilation was not performed. The balloon appeared to rupture in linear fashion. There was no difficulty removing the delivery system. The patient was stable. The native annulus diameter measured 27 mm by CT. The native annulus and leaflets were severely calcified. The sinotubular junction was moderately calcified and narrowed. A balloon valvuloplasty (bav) was not performed prior to the procedure. The device will not be returned for evaluation.